Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic the user reported that the insulin pump had replace battery alarm without low battery alarm. The customer had been changing batteries but still kept getting multiple alarms. The customer stated that the battery cap was not damaged and it was the second occurrence of replace battery alarm without low battery alarm. The insulin also had failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarms due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board 1, the device was monitored and functioned properly. No unexpected replace battery now or battery failed alarms noted.